Event description:
On (B)(6) 2013 during the patient's generator replacement surgery due to battery depletion (neos=yes), it was observed that one wire of the lead was past the insulation and was visible. However, when testing the lead impedance, everything was "ok". The surgeon decided to change the lead. The lead impedance with the new lead was also noted to be "ok". Further information was later received when it was reported that the damage near the end of the leads is what the surgeon noticed during surgery, although the lead impedance was "ok". The bigger damage on the further end of the lead might have occurred when he was pulling out the lead, but the regional manager was not certain of this. The lead was cut, and the electrodes were left on the vagus nerve because of scarring. No patient manipulation or trauma occurred that is believed to have caused or contributed to the lead break found. It was stated that the explanted generator was discarded but that the explanted lead would be returned to the manufacturer for product analysis. The lead has not been received by the manufacturer yet for product analysis.

Event description:
On (B)(4) 2013 product analysis was completed on the explanted lead. A break was identified in both the positive and the negative lead coils. Scanning electron microscopy images of both the positive and negative coils showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abraded openings in both the outer and inner tubing near the break area were also observed. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. It was reported that the patient has not experienced any feeling or symptoms concerning the low impedance. The generator was replaced due to battery replacement. During the replacement procedure, the surgeon noticed that the lead looked broken. They performed diagnostics and the lead impedance was ¿ok¿. No x-rays had been taken.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2013 when the explanted lead was returned for product analysis. Product analysis is still underway and has not yet been completed. The patient¿s programming history was reviewed and a system diagnostics from (B)(6) 2011 showed output=ok/lead impedance=ok/dcdc=0. The dcdc has been 0 since (B)(6) 2009. A battery life calculation was performed which showed 1.84 years remaining until eri=yes.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.